Event description:
In complainant's own words: "used four double lumen tubes, only one worked. Could not pass 39fr past the cords into pt. Lots of resistance. Tube finally in - cuffs shredded and would not hold air. Pt difficult to intubate. Tube out. Used two 37fr - again resistance - could not pass cords. Cuffs shredded on one tube. Finally had to use a 35fr - still resistance but cuff ok. No pt history of tracheal stenosis/prior radiation or difficult intubation."